Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure the electrocardiogram (ECG) showed failure to capture on the right ventricular (rv) lead. A further device check showed unstable thresholds on the lead and a chest x-ray confirmed the lead had been pulled/dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.